Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 545 to over 600mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings were correct. Customer indicated that their doctor recently made changes to the basal rate settings. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the high blood glucose.